Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated the seat guides are not allowing the chair to fold and lock open. The dealer thinks it may actually be in the cross brace.